Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used prophylactically with an endurant stent graft. It was reported that during the index procedure, it was noted as the applier and guide were being removed to load the next endoanchor, it was noted the previous one had dislodged in the aorta. It was said it did appear to have been implanted in the graft. The physician chose to place another endoanchor but the same thing happened. Attempts were made to retrieve them but they travelled into the renal artery and stopped just before the kidney. The endoanchors were left in renal artery. There was no effect to the patient because of this and their creatinine levels were noted to be unaffected. As per physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion; the reported endoanchor dislodgement was confirmed on the video provided; however the cause of the event could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Procedural angiograms showing the dislodgement of the endoanchors were not received for thorough analysis of the event. It is unclear how close the deployment of the endoanchors was to the origin of the left renal artery and whether this may have been a factor in two endoanchors travelling into the renal artery. A device issue cannot be ruled out as a potential cause. The heli-fx devices are pending return for analysis and the results will be summarized in a separate report. B:5 additional information received; it was confirmed that act was performed on (B)(6) 2021 and that the patient's kidneys appeared fine and kidney function was good. The aneurysm sac was also determined to have regressed in size. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: there was no damage observed to the applier and no endoanchor loaded in the housing. The handle was opened, and no fluid or blood was observed within the handle. No corrosion was observed to the circuit board or connector pins. All wires and connectors within the handle appeared to be intact and properly connected. The battery was removed and measured 9.41v. A new battery was attached, and the unit powered up with the blue error flashing, the forward light unresponsive and the back light flashing. The eprom was read and presented the following codes (locn x code): oax0c maximum current exceeded, 0bx09 run forward, 0cx08 key pressed and released flags both active, 00x17 fatal. The device was restarted in factory mode with the blue error light on, forward light on, back light flashing. An endoanchor was loaded and deployed with no issue noted. Th e applier functionality was confirmed. The reported dislodgement could not be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.